Manufacturer narrative:
Product analysis: the hawkone returned connected to a cutter. The fractured off distal assembly was placed inside a separate individual pouch with a portion of the spider fx capture wire loaded. The spider fx was loaded the in the guidewire lumen of the rotating tip. The capture wire appeared as though it was cut by a sharp instrument. The ptfe coating of the wire was scraped off due to likely experienced friction. The filter assembly portion was not included. The wire was bent/coiled. The distal segment of the hawkone showed the guidewire lumen exhibited a zipper tear. The guidewire lumen of the rotating tip was intact but was protruding outward at the proximal end of the segment. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician used a hawkone directional atherectomy along with 6mm spider fx embolic protection and a 6fr-non medtronic sheath to treat a severely calcified lesion in the right mid sfa with 90% stenosis. The vessel is severely tortuous. The vessel diameter and lesion length are 5mm and 3mm respectively. The vessel was not pre or post dilated. IFU was followed during preparation, procedure and post procedure. It was reported that during withdrawal, moderate resistance was felt. During attempt to withdraw devices post procedure, the spider wire created a loop around the hawkone device, while trying to remove from patient, it broke into pieces. The broken components were pushed up to the tip of the sheath and were re moved together with the sheath with a wire in place. The tip did not separate at hinge pins. All device fragments were removed from the patient. The physician cut the spider fx wire during removal from the patient.